Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 558 mg/dl. The customer also had chest pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to complete the troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.